Event description:
It was reported that the device failed maintenance testing as the volumetric test was above 6%. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to duplicate or verify the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.